Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient flew frequently and those were the times she noticed her device was off; however, typically long periods of time would go by before she would check her device. It was noted that she used her implantable neurostimulator (ins) 24/7 and hardly ever used her patient programmer to check her device or make changes. When the patient checked her ins last thursday she noticed the low ins battery icon.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3093-28, lot# v125560, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was a low battery. The device was explanted and replaced. No hospitalization was required and the patient outcome was noted as no injury.

Event description:
Additional information received reported the battery depletion was ¿normal.¿